Event description:
A company representative received a call from a patient's mother because this time, the patient had a seizure lasting 1 and 1/2 hours that did not abort with magnet swipes. The patient had to go to the ER where he was given some valium intravenously which stopped the seizure. The patient had relatively good seizure control prior to this event and his mother had taken him off some of the medications because he was doing so well. As a result of this seizure event, the mother is going to make sure all the medications are up to date and the patient will begin taking them again. The seizure did not respond to magnet swipes. The patient had previously been experiencing redness and heat at the device site with no known precipitating factors other than planning video games prior to the onset of the redness and heat. No additional information was available and good faith attempts to obtain additional information regarding these events have been unsuccessful to date.

Event description:
Additional information was received indicating that the physician ordered x-rays however the x-rays were not provided to the manufacturer. The patient will likely undergo full revision surgery however surgery has not occurred to date. The reason for the full revision was not provided.

Event description:
Additional information received revealed that the patient underwent full revision surgery on (B)(6) 2011 in which both the lead and generator were explanted and replaced. The explanted devices have been returned to the manufacturer for analysis however device evaluation has not been completed at this time.

Event description:
Product analysis of the explanted generator and lead has been completed. The generator performed according to functional specifications and there were no performance or any other type of adverse conditions found during the analysis of the generator. The condition of the returned lead assembly is consistent with conditions that typically exist following an explant procedure. No coil breaks were found. No obvious anomalies were noted except for the set of setscrew marks found near the end of the connector pin indicating the lead had not been fully inserted into the cavity of the generator at one time. Additional setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Based on these findings, there is no evidence to suggest any device-related anomaly with the returned lead.